Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by clinical support and reportedly, the customer was performing the air removal step multiple times and was using cold insulin. Clinical support informed the customer that not performing the air removal step multiple times and using cold insulin is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose level ranged between 400 to 500 mg/dl.